Event description:
It was reported through the litigation process that an inferior vena cava filter was placed in a patient after being diagnosed with right leg deep vein thrombosis and pulmonary embolism. At some time, post filter deployment, the patient was allegedly diagnosed with pulmonary embolism involving the right main pulmonary artery as well as right lower lobe and right middle lobe branch vessels. Reportedly, the patient underwent successful inferior vena cava filter removal procedure. The current status of the patient is unknown.

Manufacturer narrative:
H10: manufacturing review: the device history records have been reviewed and this lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. Investigation summary: the device was not returned for evaluation. Medical records were provided and reviewed. Post filter deployment, a computed tomography pulmonary embolism protocol was performed which showed technically suboptimal, pulmonary embolic disease involving the right main pulmonary artery as well as right lower lobe and right middle lobe branch vessels. There is likely clot within a lingular branch on the left. Alternate thrombus is also possible. Around five years and ten months later, a computed tomography angiogram of chest was performed which showed no evidence of pulmonary embolism. Around two years and four months later, patient underwent successful inferior vena cava filter removal procedure with iliac angioplasty and stenting by interventional radiologist. Therefore, the investigation is inconclusive as no objective evidence has been provided to confirm any alleged deficiency with the filter. Additionally, it can be confirmed that the patient experienced pe post deployment. However, the relationship to the filter is unknown. Based upon the available information, the definitive root cause is unknown. Labeling review: as the reported event did not allege a labeling or use related issue, a labeling review is not required. H10: d4 (expiration date: 02/2013) . H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.